Event description:
A customer reported that the adc device would not power up anymore therefore, was unable to obtain glucose readings. As a result, the customer became hypoglycemic and experienced a loss of consciousness and an ambulance was called. Upon arriving, the customer was administered a sugar solution for the diagnosis of hypoglycemia and no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.